Event description:
Customer reported they cannot perform a collimator calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.